Manufacturer narrative:
The manufacturer previously reported a patient's blood oxygen level was decreasing and the oxygen setting was unable to be adjusted. The device was returned to the manufacturer for evaluation and a "service required" alarm condition was observed in the device's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.

Event description:
The manufacturer received information alleging a patient's blood oxygen level was decreasing and the oxygen setting was unable to be adjusted. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.